Event description:
On (B)(6) 2016, information was received from a physician regarding a (B)(6), female patient who was receiving hydromorphone 9mg/ml at 5.0941 and clonidine 950mcg/ml at 537.71 via an implantable pump for chronic low back pain and spinal pain. Upon interrogation of the pump, the logs showed a motor stall occurred on (B)(6) 2016 followed by a stopped pump period may exceed tube set. As of (B)(6) 2016, the pump was still stalled. The patient was put on oral medication and doing well, so at this point they were not planning to replace the pump. It was noted that the patient had high blood pressure. The cause of the high blood pressure remained unclear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.